Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 705317) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal and cervical intraepithelial neoplasia I. Concurrent conditions included menometrorrhagia. Concomitant products included levothyroxine sodium (levothyroxin) since 2002 and omeprazole since 2009. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced alopecia ("hair loss essure worsened"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal and prolonged menses/abnormal bleeding (menorrhagia)"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse) and painful during sexual intercourse") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pollakiuria ("bladder or urinary problems or changes frequent urination"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), dizziness ("light-headedness"), anaemia ("anemia"), tooth disorder ("dental problems") and abdominal pain lower ("lower left/right quadrant pain"). The patient was treated with solpadeine (tylenol 1), vitamins and surgery (total hysterectomy (uterus and cervix removed))). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, pelvic discomfort, fatigue, dizziness, anaemia, menorrhagia, mood swings, female sexual dysfunction, pollakiuria, tooth disorder, dyspareunia, vaginal discharge and abdominal pain lower outcome was unknown, the alopecia was resolving and the vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, alopecia, anaemia, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mood swings, pelvic discomfort, pelvic pain, pollakiuria, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. Essure confirmation test, patient had a successful procedure (2010). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 705317) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal and cervical intraepithelial neoplasia I. Concurrent conditions included menometrorrhagia. Concomitant products included levothyroxine sodium (levothyroxin) since 2002 and omeprazole since 2009. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced alopecia ("hair loss essure worsened"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal and prolonged menses/abnormal bleeding (menorrhagia)"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse) and painful during sexual intercourse") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pollakiuria ("bladder or urinary problems or changes frequent urination"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), dizziness ("light-headedness"), anaemia ("anemia"), tooth disorder ("dental problems") and abdominal pain lower ("lower left/right quadrant pain"). The patient was treated with solpadeine (tylenol 1), vitamins and surgery (total hysterectomy (uterus and cervix removed))). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, pelvic discomfort, fatigue, dizziness, anaemia, menorrhagia, mood swings, female sexual dysfunction, pollakiuria, tooth disorder, dyspareunia, vaginal discharge and abdominal pain lower outcome was unknown, the alopecia was resolving and the vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, alopecia, anaemia, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mood swings, pelvic discomfort, pelvic pain, pollakiuria, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion essure confirmation test, patient had a successful procedure (2010). Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet and medical record received, reporter added, lot number added, events added: mood swings, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), frequent urination, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), left/right lower quadrant pain, treatment drug added, historical condition added, concomitant disease added, concomitant drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), fatigue ("fatigue"), alopecia ("hair loss"), dizziness ("light-headedness"), anaemia ("anemia") and menorrhagia ("abnormal and prolonged menses"). The patient was treated with surgery (she undergo a surgical procedure with removal of the essure devices). Essure was removed in 2012. At the time of the report, the pelvic pain, genital haemorrhage, pelvic discomfort, fatigue, alopecia, dizziness, anaemia and menorrhagia outcome was unknown. The reporter considered alopecia, anaemia, dizziness, fatigue, genital haemorrhage, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.